Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm failed battery test alarm due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The blood glucose level at the time of the incident was 109 mg/dl. The caller reported that they had a failed battery alarm prior to the critical pump error. The customer also stated that the insulin pump was exposed to moisture. Moisture was under the display which the caller reported was difficult to read. Troubleshooting was provided but nothing was resolved. The customer was advised that the insulin pump would be replaced. The insulin pump will return for analysis.